Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer does allege insulin pump was under delivering. The customer¿s blood glucose level was 282 mg/dl. Customer stated that they was eating dinner and experienced high blood glucose. The customer was treated with manual injection. Customer stated that air bubbles was in the tubing. Approximate size was medium. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump will not be returned for analysis.